Event description:
It was reported to boston scientific corp a pt underwent a therapeutic urological procedure in 2007. During the procedure our uromax ultra balloon dilatation catheter device burst while in the pt. Inflation rate is unk. The uromax ultra balloon dilatation catheter device was retrieved through the scope, with the entire balloon still completely attached. There were no pt complications.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not been received yet. A failure analysis is not available at this time and we are not able to determine if the device met specification. The march 2007 15 month uromax ultra complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The feb 2007 data point is at it's complaint alert limit; "however, since the prior months have performed below their respective complaint alert limits, no specific action is warranted at this time.